Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav and the patient experienced cardiac tamponade that required a pericardiocentesis. It was reported that the decanav catheter tip was described to be "shanking" or kinking before the first electrode of the tip. It was replaced with another catheter and the case continued. The doctor had to use two competitor catheters and the two decanav to try and cannulate the coronary sinus. They went transseptal and the patients blood pressure dropped. Using a soundstar catheter a pericardial effusion was noted. A pericardiocentesis was performed and approximately 300cc of fluid was withdrawn and the patient stabilized. The case was then abandoned. No ablations had been performed.

Manufacturer narrative:
On 27-may-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).